Event description:
Dr. (B)(6) from the(B)(6) reported a complaint involving a consigned, non-sterile "infant 2-hole" plate (part number 00-1200-2001) from the trauma & deformity - lcb system. The issue was discovered post-operatively via x-ray, revealing a fracture of the plate over the cut site. The patient, a male, had been lying on his side with his leg elevated at the time. Although the surgery was completed successfully without delay or injury, the device failure necessitated a revision procedure. The implant was placed on (B)(6) 2025 and removed on (B)(6) 2025. Fractured components are available and will be provided to engineering for further analysis. No broken pieces were left inside the patient.